Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) associated with this complaint and completed its investigation. Failure analysis (fa) was unable to confirm the reported issue ¿ insufficient seal. The vse was tested on the in-house system and the instrument passed recognition/engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened/closed properly. Visual inspection of the instrument found bio debris in the grips and no other damaged to the instrument was observed. The vse passed cut/energy delivery test without issue and fa concluded the instrument is fully functional. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument malfunctioned. The customer indicated that the tissue was too thick. The procedure was continued as planned with a backup instrument and there was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.